Event description:
It was reported to philips that the wired footswitch cable was defective, which would impact imaging. No harm was reported to philips. The device was in clinical use at the time of the reported event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was in clinical use for a preventive maintenance which was completed by using wired footswitch. A philips field service engineer (fse) identified that the rubber protection was slightly loose, and the surface of the foot switch was not fine. The fse replaced the wired footswitch. After that, the system was returned in good working condition and was ready for clinical use. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury, and as such, the complaint was reported. Since that time, new information has been received, which has confirmed that the reported failure was not associated to any ongoing fsca. This has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was outside of clinical use at the time of the reported issue. A philips field service engineer (fse) inspected the system on-site and found that the strain relief for the wired foot switch was loose and the cable outlet was defective. However, the wired foot switch was functional. To resolve the issue, the fse replaced the wired foot switch. After the replacement, the system was returned to use in good working order and ready for clinical use. Further analysis of the replaced wired foot switch was not performed as the replaced component is not available. Currently, the system is in end of support and is being phased out. Hence, no further action will be taken for the wired foot switch. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.